Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with juvéderm volbella® xc. The patient experienced ¿bruising with suspected vascular occlusion¿ upon injection. ¿blanching¿ was observed at the start of injection and the patient was injected with 150 u of hyaluronidase to the surrounding area immediately. The patient developed a significant bruise in the lips and perioral area. No other information was provided.